Event description:
A caller reported experiencing alarm 9 on their device. There was no adverse impact to the customer's blood glucose level. The customer had initially loaded a new cartridge before contacting support, and after following instructions from technical support, they were able to resume insulin delivery. Due to the issues encountered, the customer disposed of two infusion sets and two cartridges, and replacements were sent by technical support.